Event description:
Reporter alleged discrepant blood glucose results of 32 mg/dl back to back with a result of 114 mg/dl when testing was performed 10 minutes apart, on the advantage system (meter, strip lot 549428, and expiration date 01-31-2008). Customer stated self treating with food as a result of the comparison test; however, no other actions were taken or treatment was received reportedly as a result. Reporter did not provide the location of the testing. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
The suspect product is the comfort curve test strips.